Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were experiencing high blood glucose level. Blood glucose level at the time of event was 400 mg/dl and current blood glucose was 259 mg/dl. The customer treated high blood glucose with manual injection. The customer also used insulin pump to treat high blood glucose but it was ineffective. Auto mode feature was not active at the time of incident. The customer was assisted with troubleshooting.